Manufacturer narrative:
B3: date of event is unknown. D6b: date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082693. During processing of this incident, attempts were made to obtain to complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had ineffective stimulation with the scs system. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted in 2021 on an unknown date to address the issue.